Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized on the same day for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin for one week (dosage, route, frequency, and dates of treatment not reported) for the peritonitis. The patient was discharged from the hospital after three days. It was reported that the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k17023 and h14a30074. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a supplemental report will be submitted.